Manufacturer narrative:
A steris service technician inspected the transfer carriage and no damage was observed; the reported event was unable to be duplicated. The transfer carriage is under steris warranty and has been replaced.

Event description:
The user facility reported that when an employee removed an empty rack from an autoclave, the back wheels of the transfer carriage did not lock into place and caused the rack to fall to the floor. The cart bent and will not fit back into the sterilizer. The employee injured his back and went to the emergency department. No procedural delays or cancellations occurred.

Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.